Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the broke cable were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci procedure the large suturecut needle driver instrument had a broken wire. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.